Manufacturer narrative:
Follow-up submitted with evaluation results. Customer informed of results of the returned and tested mattress and it was confirmed with customer that nothing more is needed from stryker.

Event description:
It was reported that the patient had a alleged pressure ulcer. . There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient had a alleged pressure ulcer. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.